Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the main body of the camera was not watertight, and it is possible that water has entered the camera. In addition, because the main body was cracked, it is impossible to maintain the airtightness of the main body, leading to a watertight failure, and it is assumed that the main body image capture and camera cable were flooded due to water that entered the inside. A device history record-DHR review was conducted, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited watertight defect in the main body, the main unit's image capture was flooded, flooding of the camera cable, and a crack in the main unit. There was no patient involvement.